Event description:
The patient's mother reported on (B)(6) 2015 her daughter's blood glucose and insulin history is as follows: time: 7:57pm; bg(md/dl: 467; time: 7:58pm; bg(mg/dl) 466; bolus(u) 0.65; time: 8:48pm; bg(mg/dl): 496. The pod was removed and she stated that the pod hurts. She took hers to her healthcare provider who prescribed her with oral antibiotics of septra and keflex for her site infection.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection and hyperglycemia. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.